Event description:
(B)(4) healthcare is the initial importer of the device which is a rollator. We have not retrieved the device for evaluation. End-user is requesting compensation for (B)(4) bills. End-user was sitting on the device. When she got up the handgrip reportedly slipped completely forward. She went forward with the grip and hit the floor. She injured her right side and ankle. The fire department assisted her and brought her to the ER. She was diagnosed with a broken ankle and fibula, given a boot and directed to see a specialist.